Manufacturer narrative:
(B)(4), manufacturer of component (B)(4) has declined to file an MDR on this issue. Cardinal health is filing as the kit compiler. Investigation from vendor states production record of this batch showed no abnormality, the retained samples showed no abnormality and this is an isolated incident in their estimation. There were no similar issues in the last 3 years. Vendor did not send used-product evaluation at time of submission.

Event description:
Some (B)(4) gauze disintegrated partially during a procedure when soaked in saline.   In one case, fibers had to be removed from the heart itself to prevent injury to the patient. No post-operative untoward affects reported.